Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence due to poor cuff sizing at the initial placement. The aus was explanted, replaced and the cuff was downsized. There were no additional patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.